Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited a left pressure incorrect alarm, it continued to perform its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited intermittent left pressure incorrect alarms while supporting a patient. The customer also reported that the patient is stable and remains supported by the driver.

Manufacturer narrative:
The customer-reported issue, intermittent left pressure incorrect alarms, as well as several other non-persistent alarms, was confirmed via a review of the driver alarm history, but were not able to be reproduced during investigation testing. The root cause of the left pressure incorrect alarms cannot be conclusively determined, but could have been a result of patient conditions. The companion 2 driver in "as received" condition passed all test sections with no alarms. During investigation testing, the driver performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.